Event description:
The redman power wheel chair that I purchased in 2004 was delivered incomplete, six months later delivered missing parts. Then I found out that it wouldn't recline as the brochure stated, and the salesman promised it would. The auxilliary control box for the recline does not work, also one wheel won't free wheel without someone holding the lever. This wheel chair tips backwards onto the anti-tip wheels going up my ramp and into my van. This chair seems very unstable, one guy tried it out and the chair tipped over. When attempting to stand the chair also falls forward. There is another lady that has one, and it scared her to death when it fell forward, she parked it in the closet because redman wanted alot of money to fix her new chair.